Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to stomach surgery. The customer¿s blood glucose level was 19 mmol/l. Customer was not hospitalized due to diabetics related and insulin pump related. Customer did not connect to the sensor that she had inserted but the customer was confirmed that the sensor was loose. The insulin pump will not be returned for analysis.